Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from a loose connection during fill 2 of 6 of their pd treatment. The patient¿s contact reported that the supply bag connection came disconnected when they moved the cycler, and they were not sure how the connection came undone. There were no alarms or warnings prior to discovering the fluid leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated that the fluid leak occurred during fill 2 of 6. There were no alarms prior to discovering the fluid leak. The patient¿s contact stated that during fill 2 of 6 they noticed that there was fluid leaking onto their floor. The patient¿s contact stated that when they moved their cycler, they did not hit the lines causing it to disconnect. The patient¿s contact was not sure what caused the line to leak. Upon further inspection, the patient¿s contact found fluid leaking from the liberty cycler set connection to the supply bag. The patient¿s contact stated that the supply bag was not leaking and confirmed that there were no issues with the bags. The patient¿s contact stated that the issue was with the liberty cycler set. The patient¿s contact confirmed that no fluid got on or near the cycler. The patient¿s contact confirmed that the supply bag itself/ the supply bag line was not leaking and that it was the liberty cycler set connection that was leaking. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from a loose connection during fill 2 of 6 of their pd treatment. The patient¿s contact reported that the supply bag connection came disconnected when they moved the cycler, and they were not sure how the connection came undone. There were no alarms or warnings prior to discovering the fluid leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated that the fluid leak occurred during fill 2 of 6. There were no alarms prior to discovering the fluid leak. The patient¿s contact stated that during fill 2 of 6 they noticed that there was fluid leaking onto their floor. The patient¿s contact stated that when they moved their cycler, they did not hit the lines causing it to disconnect. The patient¿s contact was not sure what caused the line to leak. Upon further inspection, the patient¿s contact found fluid leaking from the liberty cycler set connection to the supply bag. The patient¿s contact stated that the supply bag was not leaking and confirmed that there were no issues with the bags. The patient¿s contact stated that the issue was with the liberty cycler set. The patient¿s contact confirmed that no fluid got on or near the cycler. The patient¿s contact confirmed that the supply bag itself/ the supply bag line was not leaking and that it was the liberty cycler set connection that was leaking. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection a separation was found from one of the solution lines to the white solution connector. No solvent was observed in the tube. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, and the cause was traced to a component failure. The returned sample was scrapped after evaluation.